Event description:
The customer reported the ventilator safety valve was stuck. Safety valve is a component utilized during safety valve open (svo), an emergency mode of ventilation that allows the patient to breathe through the system. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician tested the ventilator and reported the exhalation pressure was out of specification. The service technician replaced the three station solenoid to correct the finding. Applicable final testing was completed and the ventilator passed all tests to operating specifications.